Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a burning odor was observed near the architect c4000 analyzer. No fire or visible smoke was observed. Field service was dispatched to inspect the analyzer. Service determined that the burning odor was coming from the power supply. Upon opening the power supply, service noted evidence of fire of fire on the distribution board and some of its connectors. Service replaced the power supply assembly. The cause of the issue was determined to be leaking tubing on the cuvette washer. Fluid leaked onto the power supply causing it to short circuit. Service repaired the leaking tubing as well. No injury was reported.

Manufacturer narrative:
Service discovered that the cuvette washer tubing was leaking onto the power supply causing it to short circuit; therefore, causing damage (charring/scorching) to the power supply distribution board. Service repaired the leaking tubing and replaced the power supply. Review of instrument service history revealed no additional issues of charring/scorching reported on serial number (B)(4) on or around the date of this complaint. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Based on the available information, no product deficiency was identified.